Event description:
During a low anterior resection procedure, the device delivered malformed staples. A temporary stoma was required. The operating room time was extended by greater than one hour. There were no other pt consequences.